Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records was not possible because the batch number is unknown. The most probable rot cause is anticipated procedural complication.

Event description:
It was further reported that the patient presented in (B)(6) 2004 with severe fatigue, exertional dyspnea, chest pain, and an abnormal stress test. Vascular access was gained via the right femoral artery. Following angiography, the patient chose intervention rather than surgery. A choice pt2 guide wire was advanced without difficulty, and a 2.0x20mm balloon was inflated in the distal lesion and beyond the diagonal origin and inflated with improvement. The physician then selected a 2.5x24mm taxus stent and it was placed starting just above the origin of the large septal and extending beyond the diagonal origin, deployed at 14 atms and post inflated at 17 atms with good angiographic result. A 2.5x10mm balloon was then utilized to further inflate the struts and the proximal portions of the diagonal. One attempt was made to cross the septal perforator unsuccessfully with the balloon and no further attempts were made. The patient came back in (B)(6) 2006 with having stopped their plavix two months ago due to oral bleeding. The patient presented with acute coronary syndrome. Vascular access was gained via the right femoral artery. Following angiography, an 8 fr guide catheter was placed and a 300 cm choice pt guide wire was placed. Repeat angiography demonstrated improvement in flow from the ostium of the lad to the proximal edge of the previously implanted stent. There was occlusive instent restenosis with faint flow into the diagonal and distal lad. A non-bsc device was utilized to remove much of the thrombus, however, the device could never fully clear the distal edge of the stent suggesting distal stenosis. A 3.5x15mm maverick balloon was then utilized with two overlapping inflations were performed inside the stent as well as distal to it. A wire was then advanced into the first diagonal, and a 2.5x9 maverick balloon was advanced over the diagonal and the previously used balloon was also utilized for simultaneous balloon angioplasty in the ostium of the diagonal and proximal lad. Flow was improved, however there was residual edge stenosis in the mid lad. A 2.5x12mm taxus stent was advanced across the distal stenosis; the vessel diameter was fairly 2mm in diameter, so the stent was carefully inflated to 6 atms for 45 seconds, pulled back slightly and inflated to 15 atms for 45 seconds. Final angiography demonstrated brisk timi iii flow into the lad and diagonal. The patient was discharged 3 days later on aspirin and plavix. The patient returned in (B)(6) 2007 with chest pain. A myocardial infarction was diagnosed, and vascular access was gained via the right femoral artery. The left main was engaged and the lad was determined to be 100% occluded at the level of the stent after the first large septal perforator. The lesion was treated with multiple inflations with a 2.75x16mm unspecified balloon which resolved his chest pain and the EKG showed marked changes. The patient was discharged on aspirin and plavix.